Event description:
Additional information was received on (B)(4) 2012 when it was discovered that the vns patient had a full revision surgery that day due to patient reporting it was causing her discomfort. The diagnostics test after surgery showed results within normal limits of 3400ohms. The explanted product was discarded by the hospital and therefore could not be returned for product analysis.

Manufacturer narrative:
Additional information was received from the nurse regarding event date.

Event description:
Additional information was received on february 13, 2012 when the nurse practitioner reported that the patient's side effects were first observed on (B)(6) 2011. The nurse clarified that the side effects the patient was experiencing were coughing, vibration in voice, throat pain in left side under ear, and pain when coughing. No causal or contributory programming or medication changes preceded the onset of the events. No patient manipulation or trauma occurred that is believed to have caused or contributed to the events. The nurse stated that the events are probably caused by vns as the events occurred every minute or so and decreased when the vns was disabled on (B)(6) 2011. Interventions were programming the patient to an output of 0ma and referring the patient to surgery for vns replacement.

Manufacturer narrative:
Inadvertently did not include the product information on the follow-up report #2.

Event description:
On (B)(6) 2011, a vns treating nurse practitioner reported that the vns patient was complaining of side effects that they believed were related to the vns; what the side effects were was not specified. System diagnostics were performed which showed the device to be functioning properly. However, the patient's device was disabled and the patient was sent for x-rays and referred for surgery. Although surgery is likely, it has not yet occurred. (B)(4) attempts to the nurse for further information were made, but no additional information was received. The patient's implanted product information was requested from the hospital the patient was implanted in but they reported that the patient must sign a release form prior to providing that information. Since patient consent is not available at this time, the product information cannot be obtained.